Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, (B)(6), used for treatment was not returned for evaluation. Although a visual and functional evaluation could not be performed, a relationship between the reported event and the device was confirmed through the provided logfiles. After reviewing the provided logfiles, we can see that this error occurred because of a system state transition issue. This issue is presented in the navio logs at 11:50:06, the user tried to take malleoli points but was not able to collect the points, the user then went back to checkpoint definition screen. At 11:50:15, the user thought that the foot pedal was at fault, so the user unplugged the foot pedal, and plugged in again. At 11:50:26, the user took the checkpoint definition points and went to the tibia malleoli collection screen. At 11:50:29, the user was still unable to collect the points, and they went back to checkpoint definition screen at 11:51:04. The user then tried to go to the tibia malleoli collection screen at 11:51:32, and they were able to collect tibia malleoli collection points and move on to the next screen. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a software issue within the console. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Additional information: h6 (type of investigation), h11 (roi). H3, h6: the real intelligence cori, part number rob10024, sn (B)(6), used for treatment was not returned for evaluation. Although a visual and functional evaluation could not be performed, a relationship between the reported event and the device was confirmed through the provided logfiles. After reviewing the provided logfiles, we can see that this error occurred because of a system state transition issue. This issue is presented in the navio logs at 11:50:06, the user tried to take malleoli points but was not able to collect the points, the user then went back to checkpoint definition screen. At 11:50:15, the user thought that the foot pedal was at fault, so the user unplugged the foot pedal, and plugged in again. At 11:50:26, the user took the checkpoint definition points and went to the tibia malleoli collection screen. At 11:50:29, the user was still unable to collect the points, and they went back to checkpoint definition screen at 11:51:04. The user then tried to go to the tibia malleoli collection screen at 11:51:32, and they were able to collect tibia malleoli collection points and move on to the next screen. The most likely cause is a software issue within the console. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Based on the investigation, no further containment or corrective action is recommended or required at this time. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during maleoli collection in a cori assisted ukr surgery, the surgeon was pressing the footpedal to collect data and the real intelligence cori was not collecting any data or advancing to the next screen even though all arrays were in view of the camera. The surgeon asked to check the footpedal to make sure was in working order and it checked out fine. The surgeon then tried to advance the data collection on the smaller screen and it would not advance. They also tried to advance on the larger screen and it would not advance. They proceeded to exited out of the case and received a ¿internal error¿ on the case information screen. They turned the real intelligence cori off and then back, entered back into the case, recalibrated the handpiece and then resumed the case. The surgeon was able to finish the case using the real intelligence cori and achieved his desired outcome. A non-significant delay was reported. Patient was not harmed due to the reported problem .